Event description:
It was reported that the ipg had moved, and the patient felt that the device was protruding and uncomfortable to lean back. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Exact date unknown, event occurred several weeks from the date the manufacturer was made aware.